Event description:
It was reported that there was a problem with wireless foot pedal. The complaint device was not in use at the time that the issue was discovered. No patient harm or injury was reported in association with this event. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the problem with wireless foot pedal. The system was not in clinical use at the time of issue occurred. The fse resynchronized and tested system onsite, but the problem was not fixed. The system was returned to use with restrictions. The codes were updated based on the investigation outcome. Health impact code and device problem code were corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.